Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: evaluation revealed evidence of contamination under all of the keypad button contacts. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 16-jul-2018.